Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 main had multiple pockets that malfunctioned, and none of the pockets would release. A field service engineer cleaned a medication spill on the row boards and tested them, but there was no success and replaced the damaged flat flex cable, yet it was still unable to release the cubies. They swapped in just one cubie along with a new row board, but it still did not function correctly. New drawer was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 had failing pockets.however, there were no delays or adverse events or injuries reported based on this event.